Event description:
Nurse reports she was attempting to instill normal saline into catheter before drawing labs. After unclamping catheter, she heard a "popping" sound and normal saline splattered. She noted a split in the catheter at the hub. Catheter inserted 12/94. Multiple calls to aids clinic, medical records, central supply and or of inserting facility in an attempt to learn size, etc of catheter. Facility cannot find documentation of size in their records. Lumen size wore off catheter.